Manufacturer narrative:
The mcs tip cover was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed a 0.159 tear located near the mcs ti cover mouth. Additional observation not reported by site was insulation damage. The insulation was found to be damaged at interface between the silicone and the pellethane sections. Insulation removed measures 0.150 x 0.100. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the insulation damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer noted a slit on the monopolar curved scissors (mcs) tip cover used with the mcs instrument, nothing fell in the patient. The mcs tip cover was replaced and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.